Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen, abnormal bleeding"), post procedural complication ("post removal complication"), urinary tract infection ("uti") and mental disorder ("psych injury") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the post procedural complication, pregnancy with contraceptive device, urinary tract infection and mental disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered genital haemorrhage, mental disorder, pelvic pain, post procedural complication, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen, abnormal bleeding"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complication") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the urinary tract infection, mental disorder, post procedural complication and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered genital haemorrhage, mental disorder, pelvic pain, post procedural complication, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: patient receive treatment for pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: pregnancy with contraceptive device and device ineffective added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen, abnormal bleeding"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the urinary tract infection, mental disorder and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient receive treatment for pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : case was upgraded to serious incident. Previously reported event "injury to herself" updated to "pelvic pain", events- " gen, abnormal bleeding, psych injury, post removal complication, uti " added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen, abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cyst, endometriosis, polymenorrhoea, excessive menstruation and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), urinary tract infection ("uti") and mental disorder ("psych injury") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (endometrial ablation and supracervical hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the post procedural complication, pregnancy with contraceptive device, urinary tract infection and mental disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered genital haemorrhage, mental disorder, pelvic pain, post procedural complication, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: complete occlusion of the fallopian tubes bilaterally resulting from essure microinsert placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: medical record received. Reporters information, lab data and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.